Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via phone call that they had an external flash crc error. The customer¿s blood glucose level was above 250 mg/dl at the time of the incident. The customer was treated with pump. Customer stated that the alarm received was external flash crc error. The declined troubleshooting for high blood glucose. The customer declined troubleshooting for high blood glucose. It was reported that the pump was not working. The customer was advised the pump will need to be replaced. Customer was advised to refer to back-up plan, per health care professional instructions. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed displacement test, unexpected restart error test, basic occlusion, occlusion test, prime or compromised force sensor system alarm and excessive no delivery test. Device was monitored and no external flash crc error alarm during testing. Device received with minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip, missing end cap sticker and stained address or serial number label.